Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm module which may have impacted monitoring. No pt injury was reported.

Manufacturer narrative:
Service representative replaced the units front panel. Calibrated and safety tested unit to factory specifications.